Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not suspected. It was noted the customer was not following the recommended maintenance schedule for the analyzer or using the recommended sample tube rack adapters. These factors may have caused or contributed to the issue.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 0.306 miu/ml. On (B)(6) 2015, a new sample was collected from the patient and the result was 5222 miu/ml. The first sample was repeated and the result was 2615 miu/ml. The results were reported outside the laboratory. Information concerning if the patient was adversely affected was requested, but was not provided. The reagent lot number was 180039 with an expiration date of 12/30/2015. Multiple analyzer alarm were noted which indicated issues with the sample integrity.

Manufacturer narrative:
This event occurred in (B)(6).